Event description:
The service center was informed by the biomedical equipment technician at the user facility that the evis exera iii video system center reportedly had a "cv malfunction error code b40" during preparation for use. No patient injury or harm was reported. The equipment will be returned for service.

Manufacturer narrative:
The referenced equipment was returned to the service center for evaluation, however, the customer's reported issue was not confirmed. The service technician noted there was corrosion on the external rear panel and an updated software version is recommended. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b40 error could not be identified, nor could the event be duplicated. Olympus will continue to monitor field performance for this device